Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. A visual examination was performed on the device, and noted scratches on the access port and port holes. Needle marks were observed on the port septum. A fill inspection test was performed and no blockage was observed. An air leak test was not feasible as the band ring was received in pieces. The port tubing attached to the access port and band tubing had surgical end cuts, consistent with device removal. The band ring had a surgical end cut, consistent with device removal. Under microscopic analysis yellow particles were observed on the inner surface of the band tubing.

Manufacturer narrative:
Taper ii, medwatch sent to the FDA on 01/09/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connector type is assumed to be a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported events of vomiting and heartburn as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Patients should be advised that the lap-band ap system is a long-term implant. Explant (removal)and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "vomiting and heartburn." The patient's lap-band system was explanted.